Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained samples. The returned photo shows that the unit package of the sample has been removed, and there are yellow pollutants at the catheter hub. Although a photo was submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. A device history review was conducted for lot number: 0322695. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had foreign matter. The following information was provided by the initial reporter, translated from chinese to english: when the bag was torn open for exhaust, yellow pollutants were found in the bifurcated of indwelling needle, which was suspected to be contaminated.